Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump for an unknown indication. The reporter inquired about warranty information and stated his pump was ¿fried.¿ pertinent information was reviewed, and the patient was redirected back to the healthcare provider (hcp). Further information was not provided, and the patient did not know his pump serial number. No further complications were reported or anticipated.